Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn0176 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "during new PICC inserter training, this PICC was used for simulation purposes in a simulation setting (so no patient was involved). When the new inserter removed the PICC from the plastic tray, she allegedly noticed the edge of the PICC was sticking to the tray and the integrity of the line was supposedly compromised due to this. The line was unable to be used for simulation as the lumen of the catheter was damaged from the 36 cm to the 43 cm marking. It would not have been able to be inserted into a patient insertion either."